Manufacturer narrative:
This is the second of two reportable events occurring on the same day at this site. The pt's second surgery had not been performed as of the date of this report. A field service engineer performed an on-site eval of the iolmaster instrument and verified full functionality of the instrument. A review of the pt's iolmaster data printout by MFR's technical reps found no problems. A customer rep reported that user error contributed to the selection of the wrong iol; the order of the selected iols presented in the iolmaster printout (which is under the control of the operator) was different from the order typically expected by the doctor. Note: site contact is the same as the initial rptr.

Event description:
After undergoing surgery to implant an intraocular lens, the pt experienced a poor post-operative outcome of +5.00 diopters. As a result, the pt will require a second surgery to improve the post-operative outcome.